Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the customer had reported that cubie pocket c1 on the half-height cubie drawer 3.2 was not opening its lid. The field service engineer was unable to authenticate into the diagnostics tool, and phone support took longer than expected to return the call. The customer chose to forgo the repair and proceeded to remove and unload the medication from the cubie pocket. The field service engineer later verified that the half-height cubie drawer was operational. The customer was able to load the medications into another cubie drawer. No further issues were reported for this device, and the system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es hardware failed and lid won't open/close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.